Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral stimulation. It was also reported that the right atrial (ra) lead exhibited insulation damage. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.